Manufacturer narrative:
Aware date for the initial report: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a computerized tomography (CT) scan and no programming or placement of magnet on the device was performed prior to the start of procedure. The patient reportedly felt lightheaded and dizzy during the scan. It was noted the device was checked performed after the CT and there was 6 seconds where no therapy was delivered to the patient. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.